Event description:
Device explosed while in storage. The buildings and grounds department oversees the school district's inventory of automatic external defibrillators. Currently, this school has a total of 27 defibrillators manufactured by the captioned firm. Over the past three years approximately 1/3 of them have been recalled due to faulty internal testing parameters. The suspect unit was maintained as a portable unit and housed in a tool kit carrier and stored in a locked storage closed/cage off of a locker room. The suspect unit was a replacement unit approximately one year ago. Rptr heard the suspect AED unit beeping intermittently for the past two weeks. On event day, at approximately 4:45pm, he decided to investigate the beeping sound. He opened the cover and attempted to power the suspect unit up. Within seconds the unit exploded. He said he was not injured in anyway. The custodian contacted the fire dept to facilitate the removal of smoke.